Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Also see medwatch report numbers 1030489201000796, 1030489201000797.

Event description:
It was reported that the pt underwent a revision surgery of a prior t3-l4 fusion. At an unk time post-op, the pt felt a "funny click" and has been having discomfort. The pt has not returned to the hospital for revision at this time.